Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. Additional information was requested on 08/23/2010 and 08/24/2010 by phone. The surgeon was unwilling to complete the questionnaire. (B)(4).

Event description:
A user facility reported that the bubble was not holding and felt a tank might be defective. The surgeon had reported that a patient's intraocular pressure was only at 80% on the first postoperative day. The user facility stated that they had this same occurrence a few months prior, but did not have any information regarding patient impact, date of event, intervention or patient identifiers. The surgeon was unwilling to complete the questionnaire. There are two medical device reports associated with this event. This is the second of two reports.